Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported there was an unknown catheter/pump product issue. It was noted that the manufacture representative was given the patient¿s name has having ¿issues.¿ it was unknown what the pump system was delivering. Additional information received reported that this patient was having ¿problems.¿ additional information has been requested, but was not available as of the date of this report.